Event description:
A patient had a twinfix screw implanted in (B)(6) 2013 for scaphoid lunate ligatment issue. At the end of (B)(6), the patient complained of pain in the area of the implant, and x-ray showed that the screw had broken. On (B)(6), the screw was explanted in 2 pieces.

Event description:
A patient had a twinfix screw implanted in (B)(6) 2013 for scaphoid lunate ligatment issue. At the end of (B)(6), the patient complained of pain in the area of the implant, and x-ray showed that the screw had broken. On (B)(6), the screw was explanted in 2 pieces.

Manufacturer narrative:
The reported event could be confirmed based on the provided x-rays. The x-rays and case details were evaluated by a health care professional. The clinical assessment showed that the implant failure was caused by overloading of the twinfix screw as a ¿joint trans-fixation screw¿. This is not an intended use of the twinfix¿ screws. As a rigid compression screw it is not designed for such indication. Based on the performed evaluation, it can be said that the reported event was caused by an off-label use of the twinfix. Device not returned.

Manufacturer narrative:
Device not returned for evaluation as the patient wants to keep it. Internal investigation in progress but not yet complete. (B)(4): device not returned.